Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis found that the upper case and lower case were broken and contaminated, the battery release, lead flex cover, battery release o-ring, battery drawer, battery drawer o-ring, battery flex was contaminated, the bail covers were broken, the ring cover, ring cover screw and ring were missing, the keyboard was scratched, the main printed circuit board (pcb) was contaminated and out of electrical specification, the display screw was missing and the encoder flex pins were bent due to customer tampering. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis revealed that there was an unknown contaminant creating current leakage which prevented proper operation. (B)(4).